Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with an unknown mentor saline prosthesis experienced left-sided deflation postoperative. As a result, patient underwent removal on (B)(6) 2024.

Manufacturer narrative:
Device evaluation completed on march 10, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sal smooth rnd diap 225cc breast implant was found to have a tear on the posterior view measuring approximately 0.2 cm. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
These information was missed from the follow up: (1)the date of event has been updated to june 5, 2024, the product code has been changed from unk_saline implants to 3501630, and the date of implantation (doi) has been recorded as (B)(6) 1995 based on the indication of 30 years ago. Additionally, the left implant has been replaced with the serial number sn (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 09, 2025, date of implantation updated to (B)(6) 2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 7, 2025, indicated that the patient underwent replacement with unspecified mentor device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per additional information received with the device indicated that the suspect device lot number is 5985510, and procedure was breast augmentation primary. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).